Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The infusion set was in use for two days. The insertion site was gluteus. No further information available.